Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient¿s ins did not work. The ins was allegedly supposed to last 5 years, but it only lasted a couple of years. It was noted it could have been because of the energy it took to maintain their tremors. The ins went out in 2014. No medical symptoms were reported. No further complications were reported/anticipated.